Event description:
It was reported that the patient had to keep the cuff deflated for the use of the phonatory valve, however it was inflating by itself when connected to the valve. No adverse effects reported and no further information will be available.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. No product was returned. Without the sample the manufacturer is unable to determine true root cause of the issue. A device history record (DHR) review shows there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products. If the product is returned the manufacturer will re-open the investigation for further analysis.